Event description:
It was reported that when the device and reload were used during a radical cystectomy procedure, the staples did not seem to fire properly and tissue stuck to stapler. On some staples the staple ends were protruding from the tissue. The surgeon had to reinforce staple line with sutures. There was no consequence to pt.